Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Customer received results of 360 mg/dl and 121 mg/dl within 10 minutes on the aviva plus system. Fifteen minutes later customer tested 316 mg/dl, 356 mg/dl, 415 mg/dl, and 103 mg/dl within 10 minutes on the aviva plus system. Customer states she had a panic attack due to the erroneous results and the brief inability to obtain a result due to an error on the device. She was taken to the emergency room (ER) and tested 183 mg/dl on a professional meter. This result was obtained 20 minutes after the aviva plus results. Customer did not require medical treatment. Requested return of suspect device however customer no longer has the test strips; replacement was sent.